Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a pump stop on (B)(6) 2021 however could not recall the event. Log files were submitted and showed 3 pump stops and 5 low speed advisories on (B)(6) 2021 at 11:53am to 12:01pm and appeared to be occurring while the pump was connected to the mobile power unit (mpu), however the patient had been using the mpu every night since and had not had further pump stops in 2 months. X-rays received were unremarkable and it was suggested that the site monitor for reoccurrence of alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion. Analysis of the submitted log file confirmed pump stop and associated alarms, however, a specific cause could not be conclusively determined. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. Multiple pump stops and low-speed events, as well as associated alarms, on 25dec2021 between 11:53:53 and 12:01:46. Each of the events occurred while the system was operating on the mpu. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The account communicated that the patient has been using the mpu every night since the pump stop events and has not had any further pump stops. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 13jul2016 via customer order the most recent revision of the heartmate ii instructions for use (IFU) section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.